Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged post implant and was not providing pace therapy. The physician successfully repositioned the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.